Event description:
It was reported that an asymptomatic patient presented in the or for lead revision due to externalized conductors. Noise was also noted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead was returned in two pieces. Internal insulation abrasions were noted at 8.5cm - 9.1cm, 8.7cm - 9.9cm and 14.2cm - 14.7cm from the distal tip. An external insulation abrasion was found between 10.8cm and 11.7cm from the distal tip, consistent with friction to another device. The etfe coating was intact at these locations.